Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right atrial lead, low out of range pacing impedance values were observed. The ra lead was repositioned several times however, the measurements continued to be unfavorable. As a result, the lead was removed and replaced with another boston scientific product. After removal, the physician indicated that the lead body appeared damaged. No resulting adverse patient effects were reported and the procedure completed as expected.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination revealed a severed lead, with only the distal segment returned at a length of 470 mm from the tip. A stylet was returned stuck within the lead body and the helix was retracted. Additionally, the conductor coils were stretched at a location of 450 ¿ 470 mm, from the tip. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Analysis concluded that this lead was electrically continuous and all observed damages were of an induced nature and not the result of a manufacturing defect.